Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing heat and tenderness at the ipg site. The heating sensation went away after turning off stimulation. Diagnostic testing showed impedances within normal limits. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Voluntary mw number mw5071665 was received oct 26, 2018.

Event description:
Follow up information identified the patient's entire scs system was removed.